Event description:
The results from the contrast-enhanced CT scans and evaluation of the explanted device have been received. The CT scans (from 11/11/98, 5/19/99, 11/3/99 and 4/1/00) have been reconstructed for quantitative and visual analysis. The conclusion of the CT reconstruction states that the original implanted bifurcated stent graft was undersized for this pt. The undersizing of this stent graft appears to have lead to the failure of the stent graft to maintain its fixation within the highly angulated proximal neck. At the time of the aneurysm rupture it appears that the graft had slipped out of its proximal fixation, allowing exposure of the aneurysm to arterial pressures, which in turn ultimately resulted in rupture.

Event description:
Further info received by medtronic ave reveals that the 6-month follo-up CT scan showed no sign of an endoleak into the sac and the stent graft appeared widely patent with clear flow to the iliacs. The aneurysm sac measured 5.8cm at its widest diameter showing no remarkable decrease in the size of the sac since the implantation. These results were similar to the previous scan, suggesting no distal migration at the top end of the stent graft. The 1-year follow-up CT scan showed the stent graft to be widely patent with good flow into the iliac arteries. The neck of the aneurysm was tortuous. There was no apparent change in the position of the upper end of the stent by comparison with the previous images. Both renal arteries were well perfusedd. The diameter of the aneurysm sac measured 6.1cm. Analysis of the stent graft reveals that the aortic aneurysm neck diameter of 26.8mm, approximated by mms suggests that this pt was not a good candidate for endovascular repair with the aneurx device since the largest diameter aneurx device of 28 mm would not achieve the 10 to 20% oversizing recommended by the instructions for use. The neck angulation, combined with the undersizing is the likely cause of poor proximal fixation. The distal migration of the device led to a proximal type I endoleak, which is the likely cause for the increase in aneurysm size and the eventual rupture. The stent fatigue fractures observed in the explanted device are located in an area that is not in the proximal seal zone as evidenced by the 11.9 mm neck length approximated by mms and hence not the likely cause for the migration. The four fractures observed in the iliac cuff are consistent with an overload condition and not belived to have been caused in vivo.

Event description:
In 1998, a 28mm x 16mm diameter x 16.5cm length medtronic aneurx bifurcated stent graft was inserted into the aortic artery which had a 60 degree angulation and was implanted to cover an abdominal aortic aneurysm. There was no evidence of endoleak following implantation. After four weeks of general malaise, the pt experienced an acute onset of abdominal pain and was admitted to the hosp in 2000. Surgery was required to explant the stent graft and insert a conventional graft. At operation, it was noticed that the stent was not fixed at the proximal aorta and fell out of the neck, and there was a tear in the sac of the aneurysm. The distal stent extensions were firmly fixed in the iliac vessels. The pt had an uneventful recovery. The explanted device was forwarded to the explanted contract pathology lab and is currently under evaluation.